Event description:
According to the reporter, there was a cuff leak. There was no patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.